Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gastrectomy procedure, the reload loosened the metal base and it needed to be changed. The patient did not have any permanent damage, did not need to be hospitalized or had a prolonged hospital stay due to product problems, did not need to be re-operated, or had any serious damage. Finished using another similar product.